Manufacturer narrative:
The download data shows that the pod only ran for 1 pulse despite completing first prime in 49 pulses and running to a hazard alarm after 25 hours indicating rotational sensor maximum open count exceeded. As the data is corrupted it could not be conclusively determined whether there were timeouts, drive stalls or rotational errors in the data. Corrosion was observed on the printed circuit board (pcb) and the mechanism rails. A leak test revealed fluid leaking through the back of the nail head due to an inadequate seal. Fluid contamination was also observed on the commutator cap. While this fluid contamination could cause a hazard alarm, without seeing the data it could not be conclusively determined if this contributed to the alarm and the exact cause of the reported hazard alarm could not be determined. The bottom housing vent and reservoir were observed to be punctured. The position and orientation of these damages indicate that they occurred post-use. The puncture mark was observed to be above the current fill level on the device indicating that the reservoir leak did not contribute to the observed corrosion. However, it could not be conclusively determined whether external fluid leaked through this damage and contributed to the observed corrosion. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose levels rose to over 250 mg/dl, while wearing the pod between 4 and 24 hours on the infusion site (abdomen). No treatment information was provided. The pod generated an alarm.